Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-03106; 03107; 03108; and 03109.

Event description:
The plaintiff's attorney alleged that the decedent experienced cerebrovascular events on or about (B)(6) 2006 subsequently expired on (B)(6) 2007 after the use of the product.